Event description:
The customer reported that the css console allegedly exhibited a "leaky pilot pressure" alarm while supporting a patient. The patient was switched to the backup console. There was no patient impact. Syncarida's director of european support adjusted the pilot pressure regulator, pursuant to the instructions in the css console user's manual, to within the allowable range. Regulated pilot pressure is a function of inlet air pressure and may require adjustment depending upon inlet air variation present in the hospital air supply system. The css console successfully passed calibration and performance verification tests following adjustment of the pilot pressure regulator. This alleged failure mode does not pose a risk to the patient because it does not negate the ability of the console to continue to perform its life-sustaining functions. Syncarida is closing this file.

Manufacturer narrative:
See scanned pages